Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the pump black box showed an unexplained pump reboot occurred on (B)(6) 2018. The data from the event date had been overwritten due to continued use of the pump a visual inspection of the pump revealed a cracked battery compartment. There was evidence of moisture corrosion inside the battery canister. A leak test revealed a battery compartment leak. The returned battery cap was undamaged and able to fit securely to maintain an electrical connection. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.